Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at 2.0 mg/ml and 30mg/ml concentrations and doses of 0.6010 mg/day and 9.016 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient was admitted to the hospital on (B)(6) 2016 due to severe tooth decay. It was noted that the tooth decay was secondary to long-term opioid use, radiation and history of diabetes. It was indicated the issue was possibly related to the device, therapy or drug. The issue was listed as ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.